Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.